Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices referenced are filed under separate medwatch report numbers.na

Event description:
It was reported that closure of a right common femoral vein was attempted using four proglide devices via an 8f sheath following an electrophysiology atrial fibrillation albation interventional procedure. Reportedly, a cuff miss occurred with the first three proglide devices that were attempted. Reportedly, after suture deployment of a fourth proglide device, the lever was closed to retract the foot of the proglide in order to remove the device. When trying to remove the device from the patient anatomy, it became stuck. Although the lever was closed, when trying to pull back the device, the lever would begin to lift. The foot of the proglide didn't seem as though it had retracted completely and caught on tissue. A vascular surgeon was called in. An aggressive nick and spread was performed and vascular surgeon could see that the proglide was stuck on tissue above the vein. The surgeon then cut the suture and pulled the device out. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.